Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not hold the clip. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the customer was unable to confirm the date the issue occurred on. They can confirm that the instrument was used on the patient. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The type of clip used is the hem-o-lok clips. The size was the purple large size. The procedure was completed robotically and there was no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier to perform failure analysis (fa). The instrument was placed on an in-house system and failed the recognition test. The instrument information found in the radio frequency identifier device (rfid) was not detected. There was no report of a recognition failure during this procedure in the system logs. Further evaluation found the instrument had multiple input disks cracked. Hairline cracks were found on grip input disks and signs of corrosion were found on the instrument bearings. The grip input disk bearings exhibit orange discoloration. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.